Event description:
It was reported that a 3.0mm coupler was used during a diep procedure to complete the anastomosis of a 3.0mm internal mammary vein. During the process of everting the veins onto the coupler it was noticed that one of the pins was broken. The anastomosis was completed successfully with the original coupler. The patient is reported to be fine.

Manufacturer narrative:
The coupler device involved in the incident was not returned for evaluation, and therefore functional testing could not be performed. According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parks and pin alignment is performed on each assembly during the manufacturing process.